Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon broke...disintegrated inside me - vagina [foreign body in reproductive tract]. Health issues [ill-defined disorder]. Tampon broke... Disintegrated [device breakage]. Case narrative: consumer reported via email that the tampon broke inside of her. No serious injury was reported.